Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retrained unit from the reported lot showed the solution to be sterile. All pertinent information available to the manufacturer has been submitted.

Event description:
A female consumer reported that after using consept 1 step disinfecting/neutralizing system, her eyes were painful and red. She used the product for three days and then used an over the counter product to treat her symptoms; she did not discontinue lens wear. She also noted that she wasn't sure if the redness was from the product or hayfever. On (B)(6) 2014, she saw a doctor and was reportedly diagnosed with a bacterial infection. She was treated with fluorometholone and gatifloxacin. She discontinued lens wear for four (4) days and her eye recovered. When she began lens wear she again experienced ocular redness. She then discarded the disinfecting solution and neutralizing tablets but did keep the outside box they were packaged in. See companion file 3004178847-2014-00004 for the disinfecting solution.